Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note: device pxc14100/lot serial (B)(4) was also involved in this event.

Event description:
On (B)(6) 2004 a patient received the gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. At a later date, the patient was diagnosed with a systemic infection. The excluder devices were subsequently explanted on (B)(6) 2007. The patient was diagnosed with a systemic infection. The excluder devices were subsequently explanted on (B)(6) 2007. The patient was known to be performing their own bladder catheterization, which the physician suspected may have led to the systemic infection.